Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaulation is complete.

Event description:
The architect analyzer generated falsely elevated troponin results on one patient sample. The troponin assay was calibrated on (B)(6) 2013 with calibrator lot 266112. The patient sample was initially run with reagent lot 77425un13 and generated a result of 0.384ng/ml. The patient sample was then repeated with reagent lot 06017un13 and generated results of 0.157 and 0.158ng/ml. The customer's cutoff for troponin is 0.3ng/ml. Quality control results were all within acceptable limits. No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, and a review of labeling. A product evaluation was performed in order to investigate falsely elevated troponin results. A review of customer complaints received to-date did not identify an increase in complaint activity related to discrepant patient results with architect stat troponin-I, list 2k41-28, lot 77425un13. Accuracy testing was completed using an internal troponin-I panel and retained kits of reagent lot 77425un13 which met acceptance criteria. A review of labeling was performed and it addresses limitations and specimen collection and handling which may be useful. Based on the results of this evaluation, the architect stat troponin-I assay, ln 2k41-28, lot 77425un13, is performing as intended and no product deficiency or malfunction was identified.